Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device noted no anomalies. The battery voltage was confirmed to be lower than expected. Review of the device memory indicated that a voltage alert was recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device¿s battery. Low voltage capacitors are used in the device¿s high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal.

Manufacturer narrative:
Following product return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine follow-up, this device was unable to be successfully interrogated. As a result, the device was explanted and will be returned for a post-market analysis. Another device was successfully implanted. No adverse patient effects were reported.